Event description:
Additional complaint created based on findíngs of endoleak during imaging review of imaging provided for (B)(4) (manufacturer report #: (B)(4)). It is possible that the stent-graft used in (B)(4) was implanted due to this endoleak. From the imaging review it appears that there has been some disease progression after the device was implanted. The device is used for a patient with dissection. Patient outcome: the patient did require additional procedures due to this occurrence, sternotomy followed by removal of endograft ((B)(4)) according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.